Manufacturer narrative:
Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. No blank display noted during testing. The following were noted during visual inspection: cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump showed a blank display because customer was unable to screw battery cap in or out. Customer reported that insert new battery alarm had displayed on the screen. Customer inserted new battery and reset the pump but it still shows blank display. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.